Event description:
It was reported; patient attended for assessment of PICC as no venous return obtained by district nurse. PICC flushing but no venous return. Patient sent for cxr which showed tip of PICC in correct position. 1st dose of urokinase prescribed and administered with no effect, hissing sound noted. 2nd dose of urokinase was prescribed and administered. Venous return still not achieved, hissing sound noted and patient expressed pain. PICC removed as fracture suspected. # at 7cm noted. Securacath used. Catheter inserted in the right brachial vein and trimmed to 40cm with 3cm exit site markings. PICC was not used for CT. Unblocking interventions carried out on (B)(6) 2025. PICC used for sact: bevacizumab. PICC removed (B)(6) 2025. No patient harm, a new PICC is required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.